Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported there was a second stage revision due to infection on (B)(6)2024. First stage was performed on (B)(6)2024. Serf and competitor products were removed in the second stage. There is no record of which manufacturer's implants were removed in the first stage, or when those implants were originally implanted.

Manufacturer narrative:
Manufacturer entity d3 corrected to s.e.r.f societe detudes recherche fabrication.

Event description:
It was reported there was a second stage revision due to infection on (B)(6) 2024. First stage was performed on (B)(6) 2024. Serf and competitor products were removed in the second stage. There is no record of which manufacturer's implants were removed in the first stage, or when those implants were originally implanted.